Event description:
The affiliate reported the customer alleged fluid leaked from the rear of the instrument, with a hissing noise, involving coulter lh 750 hematology analyzer. Upon arrival, beckman coulter field service engineer (fse) noted the fluid leak had ceased, but the hissing noise continued. The fse indicated the fluid leaked under instrument with evidence of the leak on the instrument waste container. The fse discovered loose tubing on the valve port that operates solenoid #18, which operates the triple pinch valve leading into the sweep-flow tank. The fse cut the tubing and refitted it to the port. The fse stated the drop in pressure may have caused other valves to operate incorrectly and caused the fluid leak. The fse noted remains of the leak resembled crystalized liquid, not blood or instrument waste. The fse successfully performed samples analysis and completed testing on three levels of quality control (qc). The fse had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the residue. Patient results were not impacted. The fse did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The instrument conformed to the manufacturer's published performance specifications.

Manufacturer narrative:
The field service engineer (fse) further clarified the tube was disconnected from valve #14 which operates lines vl14a, vl14b and vl14c. The customer initially heard air leak and redoubled efforts to monitor quality control (qc) and patient sample results. On noticing the fluid leak, the customer ceased use of the instrument. (B)(4).